Event description:
It was reported that the patient was experiencing ¿significant bradycardia¿ upon review of the device transmission it was noted that there were high right ventricular (rv) lead thresholds. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed question marks instead of a left ventricular (lv) lead threshold value. It was noted that the lv lead had been programmed off. The rv lead and device remain in use.

Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d implanted: (B)(6) 2022 biotronik lead implanted: (B)(6) 2006 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.